Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during pre-procedure for device change-out, the hv lead performance was tested by delivering a manual hv shock. An alert for low high voltage lead impedance and output circuit damage was observed on the device. The lead was capped and the device was explanted. Patient recovered well.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.